Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 601 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer developed infection on his bog toe and he was hospitalized. Customer insulin pump battery was out for 6 days while in a hospital. Customer blood glucose was 282 mg/dl after testing. Customer also had change sensor issue. Insulin pump will not be returning for analysis.